Event description:
The customer reported that the system was displaying a collimator iris error/iris is too large. It froze up and all of the buttons lit up and the system stopped taking the shots.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the 9800 c-arm high voltage cable. The c-arm is operating as intended.